Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument was locked shut. The user completed the procedure and no known impact or patient consequence was reported.